Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was at the third-party bench, it was discovered that the display has damage affecting its touch inputs. As the device was removed from service at the time of the event, there was no patient involvement. No health consequences or impact occurred.